Event description:
Customer reports a critically ill intubated patient on norepinephrine and vasopressin drips dropped blood pressure to 60 mmhg systolic (from 120 mmhg systolic) after the channel that was infusing the norepinephrine spontaneously "went blank" and stopped. The nurse quickly turned off the infusion pump and restarted it again; the blood pressure recovered to normal limits. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.